Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s heart rate dropped below the lower rate setting of the device. The device remains in use. No further patient complications have been reported as a result of this event.